Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 9 instances of cs 078 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 54 allegations of a malfunction, 31 pumps were returned to animas and investigated. None were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 54 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-77 years of age and between 48 and 290 pounds. Of the reported patients, 25 were male, 29 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of cs 078 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.